Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated on (B)(6) 2024 that the mpu was accidentally unplugged multiple times.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review was requested. The event log file captured several low voltage hazard/no external power events throughout the log file. It appeared that the mobile power unit (mpu) lost power in every instance which enabled the backup battery (bb) in the system controller until power was restored to the controller. It was also noted that there were 255 uses of the bb which was the max and needed to be reset. It was stated that the mpu had a v-lock connector on the ac power cord, and the patient stated that the cord did come loose. There were no environmental circumstances that would have affected ac power at the time of the event, and no products were exchanged. It was unknown if the increased bb count was related to the no external power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was not reproduced. The mpu was not returned for analysis. On (B)(6) 2024 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~2v. Each no external power event captured was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during each case of power loss. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. Additional information confirmed the mpu had a v-lock connector on the ac power cord, and the power cord came loose at the wall outlet according to the patient. A root cause of the reported event could not be conclusively determined through this analysis. The device history record for the mobile power unit (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on 19sep2023. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage advisory alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.